Event description:
A return product form was received indicating that the vns lead and generator were explanted due to possible infection. Results of diagnostic testing indicated the generator operated properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A suspected coil break was identified in the positive coil in portion of the returned lead. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Also, the positive coil has what appear to be voids in one strand of the quadfilar coil. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead fracture will be reported on medwatch # 1644487-2013-02362.

Event description:
Additional information was received indicating that cultures were taken and wbc and (B)(6) were cultured. The patient got better with medications and no further intervention is needed. No additional information was provided.

Event description:
Additional information was received from the physician stating that possible rubbing over the generator sight might have occurred, but there were no reported trauma. X-rays were reviewed by the physician and they appeared to be normal and the vns diagnostics were within normal limits. The patient had no seizures for 2 months and denies any chest pain or discomfort. The patient is still drawing some serosanguinous fluids. The patient followed up with the physician later on and the physician¿s office reported that the patient was still draining fluids. On (B)(6) 2013 the patient had his vns generator explanted due to infection, and the lead explanted prophylactically. Cultures from the patient¿s infected wound were taken and (B)(6) were cultured. The explanted products were returned on (B)(4) 2013 for product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient had a blister over the vns generator site that started (B)(6) 2013. The patient was put on antibiotics and the possible infection was cultured. Attempts to contact the physician for additional information have been unsuccessful to date. The vns generator device history report was reviewed and sterilization was confirmed.